Event description:
It was reported the device was explanted and replaced due to intermittent oversensing since implant. The patient did sustain a fall shortly after implant; however, the physician was unable to determine whether or not the fall was related to the device function. During the device explant, the physician was able to recreate the oversensing in both the atrium and ventricle when manipulating the leads while still connected to the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) bench testing confirmed intermittent ventricular output when stress was put on the lead. Further analysis determined this was the result of a misshapen ventricular multi beam connector, not making continuous contact with a lead.